Event description:
It was reported that the patients lead was disabled as a result of the high impedance. It was reported that the patient underwent surgery to resolve the high impedance. Pin reinsertion into the generator did not resolve the high impedance. Lead was replaced and impedance resolved. The explanted lead was discarded. No further relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, corrected data: the initial MDR inadvertently omitted the following: it was reported that the patients lead was disabled as a result of the high impedance.

Event description:
It was reported that high impedance was detected on the patient's device within 4 months of generator replacement. The doctor did not know if there was potentially any trauma or manipulation. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.